Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the vent description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) maybe likely due to atrial fibrillation (af). Boston scientific technical services (ts) discussed that the power has had a recent increase due to an increase in high rate atrial sensing. This was not affected by the hydrogen advisory. As of this time, the device remains in service. No adverse patient effects reported.